Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes using cold insulin when loading a new cartridge, and changing cartridges every 4 days. Customer was instructed to change cartridges every 2-3 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 426 mg/dl.